Event description:
During a da vinci si prostatectomy procedure, the user facility reportedly identified a broken wire on the large suturecut needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one of the grip cables was broken at the distal idlers and was sticking out at the instrument's wrist. The idler pulley spun freely and was not damaged. No other cables at the instrument's wrist were damaged. Additional observation not initially reported by the site was indentation on the pulley and main tube damage. There were indentations on the edge of the distal pulley and scratches on the surface. The main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.